Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The sensor reading was 264 mg/dl when the blood glucose reading was 148 mg/dl. At the time that a threshold suspend alarm was activated, the sensor reading was 50 mg/dl and the blood glucose reading was 118 mg/dl. Then the customer received a bad sensor alert. The customer changed this sensor, noting blood at the site, and inserted a new one. He stated that he had noticed bent cannulas in the past. The customer was advised on techniques to improve sensor readings and declined troubleshooting for the threshold suspend alarm.